Manufacturer narrative:
(B)(4). A review of the complaint history was conducted for the purpose of this investigation. According to information provided by the reporter, this device will not be returned for evaluation. Because the device was not returned, no lot information was provided, and minimal information about the procedure was provided, and minimal information about the procedure was provided, a full investigation cannot be performed. According to information provided by the reporter, a vessel tear was noted during an extraction procedure involving a liberator and one-tie device. Additional information has been requested but has not been provided at this time. Because no information about the device lot was provided, the device was not returned, and little information was provided about the procedure by the reporter, the root cause of the complaint cannot be determined. It is unclear if a cook device caused the event in question. However, there is no evidence the device was not manufactured to specification or malfunctioned to cause the complaint. We will continue to monitor for similar complaints and have notified appropriate internal personnel.

Event description:
During a procedure on a female patient, an injury occurred while extracting another manufacturer's device. The reporter is not sure if it was related to a malfunction or externalized. The cook lead extraction liberator beacon tip and one-tie compression coil was used with spectranetics' 14 fr sls ii laser sheath during the procedure. The right atrium lead was extracted and came out fine. However, during the right ventricle extraction the pressure dropped. The staff commented tha the spectranetics' 14 fr sls ii laser sheath was in the right atrium at the time and that it occurred with counter-traction (pull tension) on the lead before the sheath was event at the tip. CPR was performed on the patient and the chest was cracked. The initial reporter states that the event could possibly be related to a right ventricle tear during extraction. The patient lived and is doing well.